Event description:
It was reported that patient underwent revision surgery on (B)(6) 2022, due to screws pulling out. Patient had originally undergone a craniotomy with nine 3mm matrix neuro screws and four 17mm burr hole covers matrix neuro. Patient craniotomy revised with new plates and screws as the flap came loose. Procedure outcome and patient status are unknown. This report is for a ti matrixneuro screw self-drilling 3mm. This is report 6 of 9 for (B)(4).

Manufacturer narrative:
Additional procodes: gxr, jey. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.